Manufacturer narrative:
Additional information received reported the family brought the explanted device to the clinic for interrogation after being explanted by the mortician. Information obtained from the funeral home noted the cause of death as myocardial infarction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased and died approximately six weeks post implantable cardioverter defibrillator (ICD) replacement procedure. It was further reported the death was unexpected and will be returned for analysis.